Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information of return of the device the clinical observation cannot be confirmed and cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 27mm mitral pericardial valve implanted for four years, ten months, five days was going to undergo valve-in-valve intervention. Date procedure was scheduled but was cancelled as patient decided not to proceed. The reason for the valve-in-valve procedure is due to mitral stenosis. Patient also has a 21mm aortic pericardial valve implanted. Attempts to retrieve additional information were unsuccessful as healthcare provider reported they are unable to provide records for this patient.